Event description:
It was reported that via remote transmission, atrial lead exhibited noise. The patient was brought to the clinic for device check, the noise was reproducible. A chest x-ray confirmed lead fracture. The system was explanted and replaced on (B)(6) 2015. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).